Manufacturer narrative:
Evaluation summary: the explanted devices were not returned. Without additional information, the cause of the pain and subsequent revision can not be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the devices were implanted in 2007, and that the patient was revised in 2009, due to pain.